Event description:
It was reported that an asahi sasuke dual lumen catheter was difficult to remove during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the right coronary artery (rca). Wire crossing was achieved but an ivus catheter failed to cross the lesion. A 2.0mm asahi nc kamui balloon was used to dilate the lesion. An asahi sion blue was delivered to the peripheral 4pd using sasuke catheter. After wire placement, the catheter was removed when resistance was met around #2 segment of the rca where the balloon was previously dilated. When a 2.5mm nc kamui balloon was dilated at nominal pressure proximal to #2 segment it busted due to heavy calcification. A 2.75mm nc kamui balloon was then dilated to successfully remove sasuke. Stenting was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event. The patient was fine after the procedure.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The reported sasuke catheter was returned for evaluation. The outer tube was torn at approximately 7mm from the tip. From the ruptured end, the outer tube was found pleated for approximately 5mm and part of pleated outer tube was pushed distally to sit on top of the shaft. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the outer tube had most likely bit by heavily calcified plaque and became stuck. Consequently it was difficult to remove the catheter. It was concluded that this event was not attributed to product quality. It was unable to completely rule out a possibility that a torn piece of the outer tube could be remaining in the patient. Instructions for use (IFU) states: warnings: do not advance this product through a severely calcified lesion, severely stenotic lesion or occlusion lesion. Doing so may damage this product or a blood vessel. Precautions: this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. Malfunction and adverse effects: damage, withdrawal difficulty.